Event description:
It was reported that a pump malfunction occurred, identified by the code malf 16. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and confirmed the shipping address. The customer was instructed to use multiple daily injections (mdi) as backup therapy, understood how to prepare the pump for return, and agreed to send it back via dpd delivery and collection.